Event description:
It was reported that impedance at implant was 1850 ohms. The impedance had decreased to 1400 ohms and measured 2300 ohms at the current visit on (B) (6) 2010. Thresholds have not changed. The lead remains in use, with close monitoring recommended. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.